Manufacturer narrative:
The patient sample was submitted for investigation. The investigation found that the patient sample contains an interfering factor against the monoclonal antibody of the ft3 assay, which causes an elevated result. The investigation determined that the ft4 result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant elecsys ft4 iii assay results for 1 patient sample tested on the customer's e801 module and an e801 module used at the investigation site compared to the abbott architect method. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The customer's analyzer serial number is (B)(4). The investigational e801 analyzer serial number is (B)(4). The customer's ft4iii reagent lot number and expiration date were requested but not provided. The ft4 iii reagent lot used on the investigational e801 analyzer was 630888 with an expiration date of 31-may-2023.

Manufacturer narrative:
The customer performed a 1:1 mixture of patient serum and peg (polyethylene glycol) centrifuged the sample at 3000 rpm for 30 minutes, and performed sample measurement. The recovery rate was less than 40% compared to the control sample. The customer suspects an interfering substance in the patient's sample. The investigation is ongoing.